Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. In addition, the patient's other underlying risk factors which included her younger age at implant and history of congenital heart disease likely contributed to this event. The device history record (DHR) could not reviewed since the device serial number is unknown. However, the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this (B)(6) year-old female patient with congenital heart disease and a magna 25mm valve, implanted for approximately 11 years, underwent a valve-in-valve procedure due to severe aortic stenosis. It was noted that the valve had degenerated. A tavr was successfully performed with an edwards transcatheter valve. There was no aortic regurgitation or stenosis. The new valve was well-seated without any evidence of perivalvular leak. The patient was transferred to the recovery room in stable condition. She was discharged home on pod #1.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.